Event description:
A pharmacist reported to baxter (B)(4) of a gravity administration solution set in which "it was informed the spike force during the connection the serum and causes detachment of the rubber inside solution." The event is reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. The baxter set was connected to a non-baxter solution bag (brand - halexstar). A visual examination of the sample was performed and no deviations were found on the baxter set. The spike is the correct one according to specification. Additionally, it was verified that the rubber of the bag doesn't have a proper fit to that type of spike and the rubber inside solution is from the bag and not from the set. The connection issue is related to the bag that isn't a baxter product and the baxter set doesn't present any problem. The root cause of the reported condition is not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.